Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with transient light sensitivity, some dryness and watery eyes(ou) post treatment. The right eye was noted to be more watery than the left eye. Topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient¿s comments were of vision not as clear due to eyes being uncomfortable. The patient reported the symptoms are not interfering with daily activities. The patient has begun lotemax and then to be tapered off. Bcva from (B)(6) 2017: right eye pre-op 20/20 -6.50x -1.25 x 0, left eye pre-op 20/20 -6.00 x -1.00 x 0.